Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed prob peeling could not be determined however, the issue was likely the result of damage to the equipment due to mishandling by the customer and normal wear and tear. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. In addition, the following non-reportable malfunction was found during device evaluation: due to a scratch on distal end, water tightness is lost, due to wear of angle wire, bending angle in up direction and the play of he up/down knob do not meet specifications, bending section has a scratch, adhesive on bending section is detached, has a chip and is scratched. Switch button 1 has a scratch, light guide lens has a scratch, connecting tube has a scratch, due to damage on ultrasonic cable, the number of missing elements exceeds specifications, due to damage on ultrasonic probe, a noise occurs in the ultrasound image, paint on air/water cylinder is peeled, universal cord has a dent, and protector of universal cord on control section side has a scratch. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis lucera ultrasound gastrovideoscope endoscopic ultrasound (eus) image was fogging. During inspection and evaluation, acoustic lens probe peeling. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.